Event description:
Dislodgement was discovered during a pre-discharge check on the 16th, and explant was performed on the same day. A new lead was used because a piece of meat was chewed into the screw and could not be retracted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.